Event description:
On (B)(6) 2014, salter labs received a complaint from one of our customers stating that below: on (B)(6) 2014, while the patient was receiving a nebu-pep treatment the pressure relief valve cap went off into the patient's mouth and airway. The patient was able to get the device out, but he was frightened. The patient was changed to an ez-pap device because the patient didn't want to continue using the nebu-pep. The device was not returned to the manufacturer. The customer threw away the device.